Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle has foreign objects, due to insufficient cleaning. Additionally, due to adhesive peeling on the bending section cover insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The connecting tube had a scratch and part of the insertion tube is caught and pinched-the insertion tube becomes deformed. The up/down and right/left knobs had scratches. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, it was also confirmed there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, they did presoak the endoscope in detergent solution, they did not wipe the nozzle with clean lint-free cloths/brushes/sponges, and they did flush the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the repair department could not specify what the foreign material was. It is possible that the foreign material might have remained since the reprocessing was not correctly implemented in line with the IFU. This issue is addressed in the instructions for use (IFU): inspection of the endoscope: inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function: 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus marketing personnel reported on behalf of the customer that the evis lucera gastrointestinal videoscope had air/water leakage from the body control unit. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter in the nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was found that the foreign substances mainly contained organic silicone, but the origin could not be determined. The organic silicone detected in the foreign object was not used in endoscopes, so it was determined that it was not derived from endoscopes. It is thought that the origin may be a drug (antifoaming agent, etc.) Whose main ingredient is organic silicone, but due to the wide variety of origins, it has not been possible to pinpoint the origin. Additionally, although we were not able to identify the cause of the foreign matter remaining in the air and water nozzles, the results of an investigation into the reprocessing status at the facility confirmed that some recommended procedures were not being implemented. It is likely that due to these factors, dirt such as drugs adhering to the case could not be sufficiently removed during reprocessing and remained in the air and water nozzle. The inspection method for this event is described in the instruction manual (operation edition) as follows" "[3.2 endoscope inspection] ¦inspection of the entire endoscope 9. Visually check that there are no abnormal protrusions, dents, deformations, or other abnormalities in the air/water supply nozzles at the tip of the endoscope. [3.6 inspection of combination function with related equipment] ¦checking the cleaning function of the objective lens surface 1. While blocking the hole in the spray button with your finger, press the button all the way (push in 2 steps) and make sure that water flows over the entire endoscope image. 2. While blocking the hole in the spray button with your finger, press the button halfway to the end (push in 1 step) and confirm that a mist of water is sprayed over the entire endoscope image. 3. When you release your finger from the spray button, visually check that water stops flowing onto the endoscope screen and the button returns smoothly to its original position. 4. Cover the hole in the spray button with your finger to release air. Confirm that this air removes most of the residual water on the objective lens surface, making the endoscopic image clearer." Olympus will continue to monitor field performance for this device.